Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens was explanted approximately 14 months after completion of lock-in treatments due to a refractive change. The site reported that the patient's history of uveitis and elevated intraocular pressure may have been contributory causes of the refractive change. No additional information has been provided.